Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the er320 instruments ejected the clips. There was no consequence to the pt.